Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported clips jammed and spit out of jaws. 08/14/1998 another clip applier was pulled to complete the procedure. There was no consequence to the pt.